Event description:
Resident apparently climbed over bedrails. Both side rails were still up and the resident was found on the floor. She suffered a bump on the back of her head and complained of leg pain so she was transferred to the hospital for an evaluation and x-ray. She suffered a right hip fracture that requipment surgical repair. The bedrails were not defective, nor were they used inappropriately. To prevent reoccurrence, the resident is restrained in bed to keep her climbing over the bedrailsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.